Event description:
Revision initial surgery was scheduled for the right knee; however left oriented implants were used. The patient was revised the following day.

Manufacturer narrative:
It was communicated to smith & nephew that the user facility has implemented corrective actions to prevent the reoccurrence of this failure in the future.